Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of ¿low¿; although specific value was not provided. Customer consumed carbohydrates to address bg. Reportedly, emergency medical services were called and customer was given fluids. Customer¿s bg increased to 75 mg/dl. Customer was driven to the emergency room by customers friend. Customer was treated intravenously with fluids of saline. Customer¿s bg had increased to 165 mg/dl. Customer was discharged (B)(6) 2024 with issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.